Event description:
Healthcare professional reported "rupture". This record is for the right side. Device has been explanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-17190. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed an opening assessed as cracked valve seat diaphragm valve. As per the investigation procedure, creases, wear abrasion and delamination on diaphragm valve on were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.